Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and positioned on the mitral valve. However, while attempting to deploy the clip, difficulties detaching the clip from clip delivery system (cds) occurred. Troubleshooting was performed and the clip was able to detach. The clip was then deployed on the mitral valve, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and positioned on the mitral valve. However, while attempting to deploy the clip, difficulties detaching the clip from clip delivery system (cds) occurred. Troubleshooting was performed and the clip was able to detach. The clip was then deployed on the mitral valve, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.